Manufacturer narrative:
This report is submitted on march 6, 2020.

Event description:
Per the surgeon, the electrodes were incorrectly placed at the initial surgery. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.